Event description:
Giving multiple injections independent of pt pressing the button. Beep heard when button is not held or occluded. Thirty injections in one hour given. Pt reports having only pressed button a few times.